Manufacturer narrative:
(B)(4).

Event description:
Clarification was provided, indicating that the inflammation occurred five days postoperatively in the patient's right eye. It was noted that the vitreous was clear. The incident resolved with treatment in one month.

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge and an unspecified injector handpiece. Without the cartridge and handpiece model, it cannot be determined if this is a qualified combination. There are no other complaints in this lot. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via a company representative, indicating that visual acuity loss and pain had also been noted. The patient had an antibiotic treatment (vancomycin, ceftazidime, and ofloxacine) and a corticosteroid association (dexamethasone with neomycin, dexamethasone with oxytetracycline, triamcinolone, and ofloxacine IV). Although it was reported that results were good after one month, it was noted that six patients had posterior capsular opacification (pco) requiring yttrium aluminium garnet (yag) laser treatment at three months; it is unclear if this patient was affected.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. UDI number is not available due to the limited information provided by the reporter. (B)(4).

Event description:
An ophthalmologist reported that 8-10 days following an intraocular lens (iol) implant procedure, the patient presented with inflammation (endophthalmitis type). The patient was hospitalized and treated with an intravitreous injection. It was reported that the incident is now resolved. Additional information was requested and received. This is one of three reports for this issue from this facility.